Event description:
Female pt undergoing tubule reversal surgery reported irritation from the bis sensor, which is an array of electrodes used on the forehead to record electro-physio-logical (such as eeg) signals. Pt visited plastic surgeon, who categorized the irritation as a second degree burn.